Manufacturer narrative:
The device was returned for analysis. The outer member was cracked at 10.3cm proximal to the distal end and at 7mm distal to the strain relief but held together by the inner member confirming the reported deformation due to compressive stress. The reported premature activation and the reported deformation due to compressive stress were able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the anatomy and/or other devices resulting in the reported failure to advance. Manipulation of the device resulted in the reported deformation due to compressive stress/noted multiple cracked inner member. As reported, after removal of the stent delivery system, the stent became partially deployed/ premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the carotid artery. The 8x60mm xpert pro stent delivery system (sds) was attempted to be advanced to the target lesion; however, the sds failed to cross and the catheter became bent. Therefore, the sds was removed the patient. After removal of the sds the stent became partially deployed. Another 8x60mm xpert pro was used to complete the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. Returned device analysis identified that the stent outer member was cracked. No additional information was provided.